Manufacturer narrative:
The bone pin involved with the event was returned and investigated. Testing concluded that the bone pin was the proper material, and the manufacturing process had not compromised the integrity of the material. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures.

Event description:
The surgeon performed a uniconylar knee replacement on a pt utilizing the mako surgical corp tactile guidance system (model #0040tas00000) in 2008. While removing the bone pins, one of the bone pins broke off in the pt's bone. The tip of the bone pin that broke off remained in the pt. The surgeon chose to leave the small piece in the pt. The surgeon completed the unicondylar knee replacement and the case was concluded without further incident or harm to the pt.